Event description:
It was reported by the customer that a pyxis medstation es system device not detected. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full height drawer 5 rows b and c were not on bus in enterprise server and hardware test application the field service engineer popped p=out pockets and cleaned under (lots of debris). The issue was resolved by reseated/inspected all cables. The system functioned as intended after the field service engineer troubleshooted the device.